Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations and informed the caller that this device is not included in advisory populations. The device remains implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
--

Event description:
Boston scientific received information that this caller reported seeing large variations in the longevity remaining of this device. In (B)(6) 2010, longevity remaining was four years and today it states there are two years remaining until elective replacement indicator (eri). No adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The device was explanted for normal battery depletion over two years after the initial observations. The device was returned and this product issue will be updated when evaluation is complete.